Event description:
The niece of a (B)(6) male pt contacted zoll customer support to report that the pt's battery charger was reading "please insert battery" even though the battery was in the charger properly. The pt was issued a replacement battery pack and a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (charger not working) has been confirmed. Upon eval, the battery charger/modem would not charge batteries. The battery connector was contaminated and corroded. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't charge) has been confirmed. Upon eval, the battery would not charge in the battery charger nor power up a monitor. The root cause of the battery malfunction was contamination from the corroded charger/modem (sn (B)(4)) battery connector. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack. Charger/modem sn (B)(4). Battery pack sn (B)(4) - mfg 06/2010.